Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the workstation on the 9800 system would not power up. No patient injury was reported.